Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd solis vip, mdl 2120, pump was alarming air in line. It was reported the green flow stop was on the cassette. Per reporter residual volume was: 196.1, and the rate was 22.9. No adverse patient effects were reported. No additional information is available at this time.